Event description:
Additional information received reported that the patient had troubles with irregular bowel movements intermittently since implant. It was noted that the patient would be normal for a while then would experience periods of constipation or diarrhea. The patient had experienced abdominal pain and bloating at times in addition to the bowel issues. It was indicated that the system had lowered the frequency of times the patient was urinating each day, but the patient still had issues with retention. The patient went to the urologist, who told the patient and her husband that the ic diagnosis was incorrect and in his opinion the patient¿s issue was with retention due to the many medications the patient was taking, including antipsychotics.

Event description:
It was reported that the patient experienced stomach difficulty in the two weeks previous; it was noted that the 'food just sits' in the patient's stomach. A CT scan and an endoscopy were performed and did not show any disease or problems with the patient's stomach. The patient had pain on her left side of the stomach down by her hip; there was sometimes 'a burst' that moved across the patient's abdomen. The patient did not have nausea, diarrhea, or vomiting. No reprogramming or stimulation adjustments were reported. The patient had been regular with her bowel movements, but in the few weeks previous, the patient had multiple movements, around 5-6 per day; the patient still had the urge, but could not 'go further.' This issue only occurred during the day and not at night. It was noted that the patient fell 10-12 days previous, yet a check with the patient programmer (pp) still indicated that the patient's implantable neurostimulator (ins) was still running. Occasionally, the patient was not able to sit straight due to stimulation in the anal area; she had to move to the side so she wasn't 'sitting directly on it.' If the patient consumed yogurt, it would 'go through' in 15 minutes. The patient still had high frequency, although she no longer had to use a catheter and her post-void residual was minimal. It was noted that the patient was in program #1 at a stimulation amplitude of 0.35 volts. It was noted that the patient had a scheduled appointment with her physician on (B)(6) 2012. Additional information received reported that the patient had noticed a change in her bowel function since the last reprogramming session. Prior to her implant, she only had one bowel movement a day; however, after reprogramming, the patient had a period of 30 minutes where she had three. It was noted that the patient was taking a laxative; once, when she stopped, she had 5 bowel movements the next day. It was further noted that the patient was currently on program#3 and was directed to use each program for the next 2 weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot#: va00ggn, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).